Event description:
It was reported by the customer that twice, during use, the stopper of the bd venflon¿ pro safety IV cannula with instaflash¿ cannula is leaking. The following information was provided by the initial reporter and translated from (B)(6): "the stopper that comes with the cannula is leaking. Holes right through in the stopper."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with addtl information: d.9. Device available for eval? Yes d.9 returned to manufacturer on: 14-jul-2022 h.6. Investigation summary: four photos and fifteen unused end caps were returned by our quality team for evaluation. The first photo shows a top web of batch 1356889. Photos 2, 3, and 4 show an unused end cap contaminated with blood inside the unit package. The fifteen end caps were subjected to visual inspection. All end caps were molded from cavity 29, a sink mark and through hole was observed on the luer cone tip of the caps. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that twice, during use, the stopper of the bd venflon¿ pro safety IV cannula with instaflash¿ cannula is leaking. The following information was provided by the initial reporter and translated from swedish: "the stopper that comes with the cannula is leaking. Holes right through in the stopper."